Event description:
Two days post implant, patient was admitted to hospital with chest pain and shortness of breath. Echo revealed a small pericardial effusion. Patient was discharged. Two weeks later, the patient returned to hospital with chest pain. Noticeable effusion observed via echo. Thresholds showed an increase. A pericardiocentesis was performed. Lead remains implanted and patient's condition will be monitored. The physician was uncertain which lead caused the effusion.

Manufacturer narrative:
No medwatch form was received.